Manufacturer narrative:
No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The account reported the brakes are not locking. No patient injury reported.